Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was no longer functional, and no longer illuminates when the wake button is pressed or when plugged into a power source. Customer's blood glucose level was 139 mg/dl. Contact indicated they have back up manual injections for continued insulin therapy.